Manufacturer narrative:
Alleged failure: units fan stopped working during case and over heated nothing happened. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be due to lint obstructing fan blade functionality; possibly leading to overheating error and shutdown. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.